Event description:
During a dental procedure insert broke in patient mouth. Clinician did not find the piece that broke off and feared the patient may have swallowed it. Patient was referred to emergency facility to get x-rays done to make sure the piece was not swallowed. Patient confirmed no piece was found after x-rays.

Manufacturer narrative:
The device subject of the reported event was returned to hu-friedy for evaluation. Evaluation found that the breakage may be due to dropped, or misused insert. The device history record for the subject lot was reviewed and no abnormalities were noted. The reprocessing of hu-friedy dental hand instruments and accessories states "inspect all instruments after the cleaning and rinsing step for corrosion, damaged surfaces, and impurities. Do not use damaged instruments."